Manufacturer narrative:
H.6. Investigation summary: five samples and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that five empty sealed packages missing the needle. Potential root cause for the empty package defect is associated with the packaging process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2258081. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported while using bd safetyglide¿ needle only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: one strip of 5 needles; package contained only air, no needles/caps. Package also contains black material (dust, worm, grease, unsure); primarily in one package, but also speckled throughout the other 4 attached packages. Product had been delivered to patient. Once discovered, she discarded the remainder of the box of 50 (~15 needles) patient's mother reports she had low grade fevers last week.